Event description:
Product was returned as an implant failure because of bone condition and unexpected surgical trauma. Based on the report, the pt had good oral hygiene and poor bone condition. Bone augmentation material of biooss was used. The dr attempted a surgical procedure in which irrigation is used during osteotome drilling. He believes that is the cause for the unexpected surgical trauma. The surgery was performed in tooth location #3. The pt was described as stable, but treatment ongoing. The fixture was explanted and the pt is recovering and another fixture will be implanted at a later date.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specs. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.